Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head comes off - oral-b [device breakage] brush heads no longer fit tightly - oral-b [device connection issue] case narrative: consumer via phone stated that the oral-b toothbrush heads no longer fit tightly on the oral-b genius 10000n toothbrush and the oral-b toothbrush head came off while brushing. No injury was reported.

Manufacturer narrative:
16-mar-2023 product investigation results: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush head comes off - oral-b [device breakage] . Brush heads no longer fit tightly - oral-b [device connection issue] . Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via phone stated that the oral-b toothbrush heads no longer fit tightly on the oral-b genius 10000n toothbrush and the oral-b toothbrush head came off while brushing. No injury was reported. 16-mar-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.